Event description:
Customer reported that an employee received hydrogen peroxide contact. She experienced burning and tingling on her right thumb, the palmar surface of the right hand, the right ring finger. She also had contact on her left hand ring finger, thumb and pinkie. Each area of contact turned white. The employee reported to employee health where they had her wash her hands repeatedly. No other interventions were prescribed. All areas of contact had resolved within 24 hours.